Event description:
Pt reported that three weeks prior, the infusion device stopped working without warning due to power pack being depleted. He indicated that he discovered the issue while attempting to administer a bolus. Pt stated, that his blood glucose was elevated to 340 mg/dl. He reported changing the power pack and administering a 12.5-15 unit bolus to address the issue. Pt stated, the infusion device functioned properly. He indicated that he experienced frequent urination as a result of the elevated blood glucose. Pt reported that, the power pack had been in use for more than two weeks. He stated, that he was aware of the power pack recall, but did not think to change the power pack every two weeks. Pt indicated that he currently was changing the power packs every two weeks. The pt did not report assistance by a healthcare professional or second party to address the issue. Pt discarded the product, therefore, it will not be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.